Manufacturer narrative:
B3: event date: 06/2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "air in line issues" occurred with six (6) prismaflex st150 sets during continuous renal replacement therapy involving one (1) patient. Alleged difficulty to use the sets occurred over two nursing shifts. The extracorporeal blood was returned and the sets were replaced to continue treatment, however it was not specified whether blood was returned for all six air alarm events. The alleged difficulty to use the sets occurred over two nursing shifts. There was no report of medical intervention associated with this event. No additional information is available.